Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that their results field segments are missing on their meter display. The batteries were changed and it was noted that 'one of the positive contacts and one of the negative contacts at the same end of the compartment were corroded.' A display check was performed and showed' only the top and parts of the side segments' in the results field in addition to 'the 888 appeared like line segments across the top and sides.'

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.